Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, several non-reportable phenomenon such as a rusted chassis, cracked front panel, and a worn slider switch causing high intensity mode were identified. The reported event was duplicated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the power switch remaining stuck could not be identified. However, it is likely the cause is related to a faulty power switch. The defect is associated with the design change of the power switch. The design change was confirmed to have been made on november 26, 2013. This also confirms that the reported device was manufactured prior to the design change. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera iii xenon light source button stayed stuck in when it was pushed. The event occurred during preparation for use, prior to an unknown therapeutic procedure. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device has been received however, the evaluation has not been completed as of date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.